Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patient's diagnosed with infrarenal abdominal aortic aneurysms (aaa) disease and who have appropriate anatomy; iliac artery treatment diameter range of 8-18.5 mm and iliac distal vessel seal zone length of at least 10 mm. Additional devices implanted: 04143541/pxc201000, 04181205/pxc201200.

Event description:
In 2006, the patient was implanted with 6 gore excluder aaa endoprostheses to repair bilateral iliac aneurysms and an abdominal aortic aneurysm. In 2009, a computed tomography angiography revealed that the iliac aneurysms had extended to the internal iliacs causing distal type I endoleaks at the contralateral leg components. No reintervention is scheduled.